Event description:
It was reported by a physician on (B)(6) 2012, that following a new implant procedure on that day, the generator was interrogated and a warning message was received indicating that the generator had been disabled due to vbat<eos. Diagnostics at end of surgery were all ok. The patient was seen in follow up on (B)(6) 2012 and diagnostics were performed indicating that the generator was at end of service. On (B)(6) 2012, the patient underwent another generator revision due to premature end of service. It was confirmed that electrocautery was utilized during the initial implant of the device. The generator was returned and analysis was completed. During analysis an end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. Results of diagnostic testing indicated that the battery status indicated ok. The battery voltage value stored within the generator (2.978 volts) suggests the device is not at an neos condition. The use of electrocautery with demipulse generators can temporarily drain the pulse generator battery and shorten the battery life resulting in the vbat<eos warning message and the pulse disablement of the generator (asic latch-up). There is sufficient information to indicate that the device was disabled on the date of surgery due to the use of electrocautery during surgery which damaged the generator. This is addressed in labeling that electrocautery during surgery can cause the pulse generator to become disabled.

Manufacturer narrative:
.

Event description:
During a review of available programming history on (B)(6) 2012, diagnostics from the date of surgery show that the generator was functioning as intended prior to being programmed on. On (B)(6) 2012, the generator was initially interrogated at intended settings, however the generator indicated it had reached end of service. Following this interrogation it appears that the generator pulse disabled. Diagnostics also indicated that the generator had reached end of service. The generator was not re-enabled at that time.